Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, compromised force system sensor test, excessive no delivery test, self test, restart error test and displacement test. No unexpected restart or software alarms were noted. Unit received with intermittent act button due to flattened dome switch. No unlocked lcd keypad connector. Unit received with cracked case at the display window corners and battery tube threads, minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm after changing the battery. The customer inserted another battery and received the alarm again. Blood glucose level at the time of the incident is unknown. The customer stated it was 82 mg/dl 30 minutes prior to calling. Troubleshooting was performed. The customer stated that a temporary basal was not programmed before the alarm and the device was not stored or not in use for an extended time. The alarm history also showed an software error alarm. The insulin pump passed the self-test. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.